Manufacturer narrative:
The investigation of thrombocytopenia and access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of access site bleeding was most likely use issue since the perclose failed. The root cause of thrombocytopenia cannot be determined since the product was not returned and insufficient clinical details were provided.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had a impella cp patient transferred to the tertiary center for more care and escalation to the impella 5.5 pump. Weeks later the loqi reported upon 2 adverse events. There was thrombocytopenia that required treatment with transfusion due to platelet drop. Additionally there was anemia/blood loss after the sheath/pump exchange. The patient had more transfusion and the patient expired.